Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed.the available impedance trend showed a variation of pacing impedance between 250 ohms and 500 ohms. Furthermore the sensing amplitude demonstrated an increase from 7.5 mv up to 15 mv on february 2015. The impedances of rv and svc shock coils were stable around 250 ohms with two simultaneous decreases < 200 ohms on november 2014 and january 2015. Additionally the provided iegms showed artefacts on rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 33 months, oversensing issues back in (B)(6) 2014 were reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.